Manufacturer narrative:
The qc data was acceptable at the time of the event. Based on the qc data a general issue with the reagent and analyzer can be excluded. The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys tsh assay results, for 3 samples, questionable elecsys ft4 assay results results for 1 sample, and questionable elecsys ca 15-3 ii assay results for 1 sample on the cobas e 801 module analyzer. Sample 1 initial tsh result was 0.056 iu/l and the rerun result was 2.47 iu/l. Sample 2 initial tsh result was 0.04 iu/l and the rerun result was 3.33 iu/l. Sample 3 initial tsh result was 0.074 iu/l and the rerun result was 5.38 iu/l. The initial ft4 result was 2.2 ng/dl and the rerun result was 13.8 ng/dl. Sample 4 initial ca 15-3 result was 3.23 ku/l and the rerun result was 63.5 ku/l. The questionable results were not reported outside the laboratory. The ca 15-3 reagent lot number was 40948700 with an expiration date of 30-sep-2020. The tsh and ft4 reagent lot numbers and expiration dates were asked for but not provided.